Manufacturer narrative:
Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2016. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up, noise and some pacing impedance variance was observed on the right ventricular (rv) lead. As it started after the device replacement, the physician suspected a bad connection of the lead to the device. The pocket was opened to check the connection and low impedance was observed when the rv lead was measured with an analyzer. It was noted that there was insulation damage. It was confirmed that the rv lead was properly connected, so a connection issue was excluded. The physician tried to implant a new rv lead without success. A new procedure was scheduled and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.